Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device's one-step pacing cable was found damaged and not able to attach electrode pads. Complainant indicated that there was no pt involvement in the reported malfunction.